Event description:
Customer complaint of about low blood results. Performed blood test - 33mg/dl. Caller states she normally reads about 90md/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (33) and the normal result (90) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).